Manufacturer narrative:
Follow-up # 1 date of submission 11/25/2012 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: during investigation, the keypad was found to be fully intact; no damage was observed. During testing, all of the keypad buttons responded appropriately and were functional. There was evidence of contamination found under all key contacts. Evaluation revealed that the bolus button was torn and difficult to push. Damage to the keypad rubber will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad rubber should be clearly visible and prohibit the use of the keypad buttons.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2012, the distributor contacted animas, alleging an issue regarding zero bolus were given. No other information is available at this time. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported due to the alleged keypad response issue.